Event description:
It was reported that this lead was an attempted implant. During the procedure, after placing the lead into the atrium, the impedance was greater than 3,000 ohms despite changing the position. The lead was exchanged, and the procedure was successfully completed without adverse effects. It was noted that post-procedure when the nurse was cleaning the site, the lead was accidentally cut. The lead is expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned in two segments. No other abnormalities were observed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure, after placing the lead into the atrium, the impedance was greater than 3,000 ohms despite changing the position. The lead was exchanged, and the procedure was successfully completed without adverse effects. It was noted that post-procedure when the nurse was cleaning the site, the lead was accidentally cut. The lead was returned for analysis.